Event description:
UDI number has been corrected. See h10.

Manufacturer narrative:
Upon evaluation of the reported event, it was determined that device lot was manufactured prior to UDI number requirements. Therefore, UDI number is not applicable. The following section has been corrected: d4: unique identifier (UDI) number: not applicable.

Event description:
Additional details of the reported event include patient reported pain and presented to the dental office with one implant (oss510) in hand. Doctor reported periimplantitis at tooth location 24. Patient has 4-implant supported lower complete denture. The additional 3 implants remains implanted.

Manufacturer narrative:
Summary investigation (B)(4). Dob unknown. Weight unknown. A summary investigation has been completed for peri-implantitis events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for these events have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of a manufacturing or design defect that might lead to peri-implantitis occurring and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
It was reported that the implant was removed due to peri-implantitis.